Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 324 mg/dl at the time of the incident. The customer was given manual injections to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer was hospitalized and could not be reached. The customer had recent knee surgery, was in a lot of pain, was throwing up a lot, and not eating. The insulin pump will not be returned for analysis.